Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that she had low blood glucose. Customer¿s blood glucose level was 34 mg/dl at the time of the incident. Customer¿s blood glucose level was 173 mg/dl. Customer¿s wife treated low blood glucose with injections. The drive support cap appeared normal. Product will not be returned for analysis.